Event description:
Customer reported one of the c-arm rotation brakes is not locking properly. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced worn out brake pads. System operates as intended.